Manufacturer narrative:
The faulty device was sent back to bench repair for evaluation. The philips bench repair technician (brt) confirmed there was no sound coming from the speaker during the startup test. The customer's allegation was confirmed to be a speaker issue. The rse ordered the customer a replacement mx40 to resolve the issue. The customer has taken ownership of transferring the data from the old mx40 to the new mx40 themselves once it has arrived.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer reported the unit's speaker was defective since they do not hear any alarm and at the same time mx40 displayed this technical alarm. The reported problem was confirmed to be a speaker issue. The rse ordered the customer a replacement mx40 to resolve the issue. The customer has taken ownership of transferring the data from the old mx40 to the new mx40 themselves once it has arrived.

Event description:
The customer reported a "speaker technical error" and alarms could no longer be heard. The device was reported to be in use at the time of the alleged event. There was no report of patient or user harm. A philips remote service engineer (rse) spoke with the customer biomedical engineer and agreed to replace the mx40 device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.